Event description:
It was reported that the implantable pacemaker device suspected of premature battery depletion (pbd) and the device longevity changed dropped for 3 years in a span of a year. There was no alert, no notable increases in pacing rate, threshold and atrial fibrillation (af). A request was made to have data from this device analyzed. Data analysis confirmed consistent, gradual increase in the device's power consumption. This device remains in service. No adverse patient effects were reported.